Event description:
It was reported that a missing wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2024. On (B)(6) 2024, a detached sensor wire was reported on the same day the sensor was inserted into the patient's abdomen. Upon removal of the sensor, the patient alleged that the sensor wire had detached from the sensor pod and remained embedded in the skin. She reported feeling the wire when touching the insertion site and expressed concern, stating she would seek evaluation by a healthcare provider (hcp). On (B)(6) 2024, the patient contacted us again to report that she had pursued medical intervention and undergone surgery related to the incident. At that time, she did not provide specific details but indicated she would follow up. On (B)(6) 2025 and (B)(6) 2025, the patient provided a detailed account of the medical and surgical procedures. On the day of the initial report, she visited the emergency department (ed), where an x-ray confirmed the presence of the retained sensor wire in the skin. The attending physician declined to remove the wire due to its embedded position and referred her to a surgeon. Surgical intervention was scheduled for (B)(6) 2024. No medication was prescribed at that time. During the procedure, the surgeon made an incision at the sensor insertion site and cleansed the area to improve visibility. However, no sensor wire was found, and the incision was closed with stitches. The patient was informed that the wire may have naturally exited the skin while awaiting surgery. As of the follow-up report on (B)(6) 2025, the patient confirmed that the incision site had healed and she was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - correction. B2 outcomes attributed to adverse event - correction. B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data, include - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H1 type of reportable event - correction. H2: type of follow up - correction/additional information. H6 codes: component code - additional information. H6 codes: health effect - impact code - correction/additional information. H6 codes: health effect - clinical code - correction/additional information. H6: codes: investigation findings - correction. H10: corrected data.